Event description:
I had an umbilical hernia removed ever since then one side of my abdomen is swollen and I feel like I have loca anesthesia on the right side only. I told the dr who did surgery & he said it was going to go away soon. I also told my gyn dr and she said it will go away in three months or less, well it hasn't. I also have begun to feel pain and I feel-on the right side- that I have something in there. Also it itches a lot. I think I have the recalled mesh inside me, how can I know if it is? Dates of use: approx four months in 2007, diagnosis or reason for use: umbilical hernia.